Event description:
It was alleged by the customer's attorney that the customer was hospitalized twice in 2005. The allegation states that on both occasions the insulin pump failed to deliver insulin without alarming to notify the customer that insulin was not being delivered. The allegation states that the first hospitalization was due to diabetic ketoacidosis and the second was due to hyperglycemic symptoms caused by the insulin pump's failure to dispense insulin. In 2006, the customer called to perform troubleshooting for high blood glucose levels. Troubleshooting was performed. It was found that the programming on the insulin pump was correct. The insulin pump passed the prime test, however it failed the high pressure test twice. The allegation further states that the customer was hospitalized again in 2007, due to hyperglycemia resulting from a lack of insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.